Manufacturer narrative:
The insulin pump was received with intermittent buttons due to flattened express bolus dome switch. The pump was received with no unlocked lcd keypad connector. The pump was received with cracked case at display window corners and battery tube threads. The pump was received with minor scratched display window and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that anything can hit the bolus button. The customer stated that the pump alarmed button error while giving a bolus. The customer stated that the act button is very sensitive. The customer stated that she heard the pump vibrate then saw the bolus option on the screen. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.